Manufacturer narrative:
Related manufacturer's reference number: 2916596-2021-04348 (history of driveline infection). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a staphylococcus epidermidis infection at the driveline exit site starting on (B)(6) 2021. The patient was readmitted on (B)(6) 2022 for white blood cells scintigraphy. The staphylococcus epidermidis infection was found on 8.5 cm length of the driveline. The patient was readmitted again on (B)(6) 2022. The driveline was repositioned on (B)(6) 2022. The patient was discharged on (B)(6) 2022 and was stable at home.